Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during attempted implant of this left ventricular lead, the physician reported a vessel dissection when accessing the coronary sinus. The patient was closely monitored with no obvious changes observed. After a few attempts to place the lead into the lateral branch, the physician elected to reposition into a more anterior branch. The patient will be re-checked in a few months to ensure an appropriate responding. No secondary intervention required and no immediate adverse effects were exhibited.